Event description:
It was reported that the pace/sense portion of the lead was replaced due to a lead fracture. The high voltage portion remains in use. No patient complications were reported as a result of this event.